Event description:
During a rectum cancer resection, the device did not cut the tissue completely and it could not be released. Converted to open. Used another one to finish the case. No pt consequence.